Manufacturer narrative:
The user reported experiencing hypoglycemic events; however the exact dates of the events were not provided. Therefore, the event date (b3) is not provided in this report. Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported hypoglycemia could not be determined. Device functionality at the time of the hypoglycemic events cannot be assessed through log data as the event dates are unknown. The twiist aid system user guide provides information about the potential causes of hypoglycemia and how to prevent it. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. The user remains ongoing on their twiist pump. No product has been returned to millyard advanced medical products, llc, for evaluation.

Event description:
An initial event notification was received by millyard advanced medical products, llc on 28-apr-2026. The user reported that they experienced five hypoglycemic events while using the twiist automated insulin delivery (aid) system. The user reported that during one of the events, their glucose value decreased to 55 mg/dl overnight. The user was unable to self-treat and was given orange juice by their spouse to resolve the low glucose. The user further reported that the hypoglycemic event occurred after they had manually injected insulin due to an infection at their infusion site and a cassette issue. No further details regarding the cassette issue were provided. The user reported that they were able to self-treat during the other four events and no further details were provided. The user remains ongoing on their twiist aid system.